Event description:
The patient presented in-clinic after receiving inappropriate anti-tachycardia therapy (atp) and high voltage shocks due to episodes of supraventricular tachycardia (svt). Upon investigation, there were also episodes of noise noted on the discrimination channel unrelated to the episodes of inappropriate therapy. No device malfunction was suspected as the device was behaving appropriately according to its programmed settings. Abbott technical support was contacted, and the device was reprogrammed to avoid any further episodes of inappropriate therapy. The patient was in stable condition.